Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 227 mg/dl. The customer stated that she failed a stress test. Assisted the customer in turning off the auto off alarm as she had turned it on prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.